Event description:
Discordant, falsely elevated cardiac troponin I (ctni) results were obtained on a dimension rxl max w/hm instrument for two patients. The results were reported to the physician(s). The same patient samples were repeated on the same instrument and the corrected results were reported. There are no known reports of patient intervention or adverse health consequences due to the discordant ctni results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluating the instrument and instrument data, the fse determined that the cause of the discordant ctni results was unknown. The fse verified that the filter data showed acceptable optics, blank and chrome and that the probes, mixers and sample processing were functioning correctly. The instrument is performing according to specifications. No further evaluation of the device is required.